Event description:
The device explanted 22 months after implantation and returned because of oversensing.

Event description:
The device involed in this MDR report was explanted 22 months after implantation and returned because of oversensing.